Event description:
Voluntary medwatch received states it was reported that the patient presented in clinic for a follow up. Device interrogation revealed dislodgement and failure to deliver therapy on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient condition was unknown.